Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc but was returned to olympus europa se & co. Kg (oekg) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from the service department of oekg, there was the possibility that this phenomenon was attributed to the following. More than six years have passed since the delivery of the said device. It is inferred that the problem occurred due to failure of parts of the power supply unit due to aging degradation. It is assumed that the xenon lamp cannot be turned on due to a power supply unit malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, the examination lamp was not turned on and the emergency lamp lit on. The user completed the procedure with the subject device. Olympus china checked the subject device and found that the power supply unit had failure and the examination lamp was not turned on. There was no report of patient injury associated with the event.